Manufacturer narrative:
Device evaluated by MFR: synergy us, mr 4.0x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the distal end of the stent; stretched and pulled over the distal tip. The stent od (outer diameter) of the undamaged proximal section was measured using snap gauge which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. Based on the complaint report and the analysis performed the damage noted most likely occurred due to handling of the device during preparation and incorrect removal of stent protector. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The review of the associated batch records for this device showed; the maximum crimped stent profile measured within specification. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector is within the specified stent protector profile and the max crimped stent profile for this device shows there is no issues to note with the interaction between the two components. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple slight kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion profile found inner/outer kinks distal of the port site. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon. A 4.00x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use to treat the lesion. However, during preparation, when the stent protector was removed, the stent stretched out on the balloon itself, partially at the distal end of stent with the proximal end of stent remaining secure on the balloon, inside the balloon marker. The device never went into the patient's body. The procedure was completed successfully with a different stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon. A 4.00x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use to treat the lesion. However, during preparation, when the stent protector was removed, the stent stretched out on the balloon itself, partially at the distal end of stent with the proximal end of stent remaining secure on the balloon, inside the balloon marker. The device never went into the patient's body. The procedure was completed successfully with a different stent. No patient complications were reported.